Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25 mm 7300tfx mitral valve implanted for 9 years underwent a valve-in-valve procedure due to degeneration with stenosis and regurgitation. The patient presented with progressive sob. The procedure was performed successfully with a 26 mm 9750tfx transcatheter valve with no complications. Post-operatively, the patient was awakened and found to be neurologically intact and hemodynamically stable. The patient was transferred to the pacu for recovery. The patient was discharged home on pod#2. Per medical records: the patient underwent a transcatheter mitral valve repair (tmvr) and mitraclip. Tee showed severe bioprosthetic mitral stenosis. Post procedure no paravalvular leak, no mr or ms and only a small asd.

Manufacturer narrative:
H11 corrected data; section b5.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 9 years underwent a valve-in-valve procedure due to degeneration with stenosis and regurgitation. The patient presented with progressive sob. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve with no complications. The patient was transferred to the pacu for recovery and was discharged home in stable condition on pod #2.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event.